Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 5.1, >8, 4.2, 7.0, and >8 inr. The corresponding lab results reported were 3, 6.1, 3, 4.5 and 4.9 inr. The device was replaced and requested to be returned for eval.